Event description:
It was reported that the customer experienced multiple alarms and recurrent occlusion issues with their insulin pump. There was no adverse impact to the customer's blood glucose level. To resolve the issues, the customer changed the infusion set and cartridge and resumed insulin therapy.